Event description:
It was reported that the patient went to the emergency department due to feeling dizzy. The device was interrogated and an electrical reset was discovered. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.